Event description:
It was reported that the customer passed away. Caller stated that the customer was wearing the insulin pump at the time of death. Caller stated that the customer was found dead on (B)(6) 2014, but caller believes customer died on (B)(6) 2014. Caller stated that she called the customer on (B)(6) 2014 around 10:00 am and customer was confused and had chills. Caller stated that the last blood glucose recorded in customer's insulin pump was 564 mg/dl on (B)(6) 2014. Caller stated that the insulin pump alarm history had multiple low reservoir and no delivery alarms. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.